Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction to initial report - date of this report: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The model za9003 lens was visually inspected under microscope. The returned lens was noted with fibers and particles that could be related to handling of the lens. Both haptics were observed distorted and could be related to the handling of the unit during the insertion and removal process. One of the haptic's was observed detached. The investigation results reasonably suggest that the probable cause for the reported complaint, could be related to surgical technique. Due to the condition of the returned lens, results code operational was chosen. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) tore after insertion in patient's right eye. Incision was enlarged to remove the lens. No vitrectomy was performed. An additional lens was attempted with the same result, additional iol tore and incision was again enlarged. Patient was noted to have recovered with an outcome that does not significantly interfere with the activities of daily life. No further information was provided. Additional lens will be submitted in a separate emdr.

Event description:
Further information indicated a vitrectomy was performed. It was unclear which intraocular lens (iol) it was associated with. Therefore it is included with this MDR as well as 2648035-2014-00539.

Manufacturer narrative:
Further information indicated a vitrectomy was performed. It was unclear which intraocular lens (iol) it was associated with. Therefore it is included with this MDR as well as 2648035-2014-00539. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.